Manufacturer narrative:
Preliminary analysis results did not allow to identify the origin of the reported heating, which could not be reproduced on the associated tablet. Based on available data, the telemetry head is not suspected to be at the origin of the observed behavior.

Event description:
Reportedly, the subject telemetry head was very hot.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject telemetry head was very hot.

Event description:
Reportedly, the subject telemetry head was very hot.

Manufacturer narrative:
Please refer to the attached analysis report.